Event description:
Per spd - while working in central sterilization processing yesterday, I was preparing the demayo knee positioner for packaging in to ti's sterilization case. While handling the green anodized boot portion, I felt an oily residue on the posterior segment, near the welded fin bracket (please see the second picture above). Upon closer examination it was found that there is a gap between the boot and the tack welded fin support. The gap extends the length of the finned fib as shown in the attached pictures. I noticed that the imp literature for sterilization does not address the issue, and wanted to bring it to your attention. I attempted to decontaminate the boot further by using high pressure water and enzymatic solution. In doing so, it appears older built-up bioburden was removed; however, it remains impossible to access for proper cleaning. It is inaccessible to brush or examine with a scope. This device was demayo knee positioner #603. FDA safety report ID# (B)(4).